Event description:
During a scheduled follow-up two months, post-operative, it was discovered that the plate appeared to be in the open position. Note: the surgeon has opted not to reoperate at this point since the pt reports they feels better. However, the surgeon is monitoring the pt closely since they report. That they still has right-sided pain and numbness.